Manufacturer narrative:
(B)(4). The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. This MDR report was previously reported under: 0001822565-2017-03315.

Event description:
It was reported that patient underwent an initial knee arthroplasty on an unknown date. Subsequently, patient underwent revision surgery of the patella due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received; therefore the condition of the components is unknown. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. The root cause of the reported issue is attributed to a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.